Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use a complete se stent to treat a cto, moderately calcified and mild tortuosity mid sfa lesion. No damage noted to device packaging and no issues were noted when removing the devices from the hoop/tray. The device was inspected prior to use, no issues noted. The device was prepped as per IFU with no issues noted. The lesion was pre-dilated. It was reported that after stent deployment resistance was encountered during removal of the delivery system and the tip of the device detached. The physician used another stent to jail the tip of the complete se stent to the vessel wall. No clinical sequelae reported.

Manufacturer narrative:
Product analysis: the device returned with the tip detached from the inner member. The inner member material at the detachment site was jagged. The inner member was kinked immediately distal to the middle member. Kinks were visible along the catheter shaft. (B)(4) uf/ importer report # (B)(6) the patient has a history of hypertension, hepatic/ renal dysfunction, diabetes, pad and ckd stage v.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.